Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the device "popped out" so the surgery had to be done again. The patient said the device was located on her right side. No further patient complications are anticipated or expected as a result of this event.